Event description:
Customer reported cgm error 42, after the pump reset on (B)(6) 2026, there was no adverse impact on the customer's blood glucose level. Cgm error code did not display on the pump after reset. Caller successfully started their sensor session.